Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After plain old balloon angioplasty, a 2.50x32 synergy¿ drug eluting stent was advanced but in the midway, the stent was unable to cross the lesion. The device was removed from the patient and it was noted that the stent got lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts on the proximal end of the stent that were stretched and bent. The distal end of the stent was stretched over the distal tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found no issues with the hypotube profile. A visual and tactile examination found a kink 4cm distal of the hypotube bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. After plain old balloon angioplasty, a 2.50x32 synergy¿ drug eluting stent was advanced but in the midway, the stent was unable to cross the lesion. The device was removed from the patient and it was noted that the stent got lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.